Event description:
The patient presented with an altered mental status and was re-admitted to hospital with a symptomatic in-stent restenosis of a lesion int he left supraclinoid segment of the internal carotid artery. Two months prior to the event, the lesion which had a 75% stenosis prior to treatment, was successfully treated with angioplasty and placement of a stent [subject device]. The restenosis was successfully treated with angioplasty and four days post procedure, the patient was discharged to a rehabilitation center in a "stable" condition.

Manufacturer narrative:
Additional information was requested and from the responses, it was determined that the index procedure angioplasty was performed by slowly inflating the pta balloon catheter to 10atm over a fifteen second period. Following the angioplasty, control angiography was advanced to the lesion and the stent deployed across the lesion without difficulty. The batch number and upn of the stent were not provided. D4 and h4: unk as the upn and batch numbers were not disclosed. For no allegation of product malfunction or non conformance contributing to the reported event.